Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the rn initiated a heparin 25,000 unit infusion at 18units/kg/hour at a rate of 13.1ml/hour at 0511 for the patient's weight of (B)(6). At 0622, the rn found that the entire heparin bag had completely infused. The pump settings were found to be correct. The rn notified the nurse practitioner regarding the event that was further escalated to the attending physician.

Manufacturer narrative:
The customer¿s report of an overinfusion of heparin was not confirmed. Physical inspection showed no anomalies. The pcu event log shows that the pump module was programmed to infuse heparin inf standard dose weight based dosing 25000unit in 250ml at a rate of 13.1ml/hr with a vtbi of 235ml at 5:15 am on (B)(6) 2018. At 5:16 am, the user paused the infusion and then restarted it at 5:17 am. At 5:22 am, the user programmed a delay for 10 minutes. At 5:32 am, the device alarmed for callback before infusion. The user then selected the device and started the infusion. At 6:19 am, the door was opened and then closed. The user then restarted the infusion at 6:27 am. The device then alarmed for check IV set. At 6:46 am, the infusion was paused. At 6:49 am, the user programmed a delay for 40 minutes. At 7:29 am, the device alarmed for callback before infusion. At 7:34 am, the user programmed a delay for 99 minutes. At 9:13 am, the device alarmed for callback before infusion. At 9:30 am, the user changed the time to 1300 and then programmed a delay until 1:00 am. The device was then in standby. The volume recorded as being infused between 5:15 am and 6:46 am was 11.236ml. During functional testing the pump module was delivering fluid within specification. The root cause of the customer¿s report of an overinfusion of heparin was not identified.

Event description:
The customer reported that the rn initiated a heparin 25,000 unit infusion at 18 units/kg/hour at a rate of 13.1ml/hour at 0511 for the patient's weight of 72.6kg. At 0622, the rn found that the entire heparin bag had completely infused. The pump settings were found to be correct. The rn notified the nurse practitioner regarding the event that was further escalated to the attending physician. There was no report of patient harm.